Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h5. Corrected field: b5 - event description. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image with 180 scopes was due to a failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a therapeutic endoscopy. The intended procedure was completed using a similar device.

Event description:
It was reported, the video system center had no image when connected to the small intestinal videoscope. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.